Manufacturer narrative:
The facility reported an odor coming from the 5th generation warming cabinet. The nurse who initially detected the odor believed the odor was being caused by an electrical fire inside of the warming cabinet. The nurse unplugged the warmer and had the patients in the room evacuated. A steris service technician arrived onsite to investigate the reported odor and found the unit had already been placed back into service. During the investigation, the technician was informed that there were never smoke or flames observed in association with the event. The fire alarm was not activated and there were no 3rd party responders (fire dept.) Summoned in response to the event. The technician evaluated the warming cabinet and found the lower compartment fan was not functioning. The technician replaced the lower compartment fan and thermofuse, tested the unit, confirmed the unit was operating to specification and returned the unit to service. The warming cabinet was installed in 2004 and is not under a steris service contract.

Event description:
The user facility reported there was an odor coming from the 5th generation warming cabinet which the facility believed was caused by an electrical fire. No injuries or procedural delays/cancellations were reported.